Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified lesion in the tortuous proximal left anterior descending coronary artery. During deployment of a 3.0x23 mm xience xpedition stent, stent struts fractured due to heavy calcification and a minor dissection occurred in the arterial wall. Another, same size xience xpedition stent was used to cover the dissection as well as the fractured stent struts. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported stent fracture/break and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.